Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was visited to emergency room on (B)(6) 2020 due to high blood glucose with diabetes ketoacidosis and dehydration. The blood glucose at the time of the incident was 600 mg/dl. The high blood glucose was treated with intravenous drip. The troubleshooting was not done for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been included with this report. The initial report had the incorrect information about date of hospitalization. The correct information has been provided with this report. (B)(4).

Event description:
The customer went to the emergency room on (B)(6) 2020, and customer was not using the auto mode feature at the time of incident.